Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up  report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) and hcp (healthcare professional): the open impedance was clarified as high impedance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller was in a stage 2 implant procedure where they inserted the lead, ran impedances, and noted 0 was open. Then they found that the lead could slip out of the header. They attempted reseating the lead 3 times and it still slipped out after torqueing the setscrew. After confirming the header was clear and the setscrew was backed out the caller was able to get the lead in and torqued, but the lead slipped out. After confirming the blue tip was fully seated and visible, tightened, and tugging on the lead the lead did not stay in place. It was reviewed to consider using a new ins or they could manipulate the screw in the header and if successful they could implant. The caller thought they had another ins available and would use that if possible. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis of the implantable neurostimulator (ins) (B)(4) revealed that the setscrew was backed out beyond the point of being able to engage with the connector block and was cross-threaded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that the device was replaced. The rep reported an out of box failure, the setscrew wouldn¿t tighten the lead. No further complications were reported.